Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that the patient presented for follow-up. High impedance and capture threshold with a decrease in sensing were observed. Lead was explanted and replaced.